Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. Customer had a low while driving. Customer was taken to emergency room by the paramedics. The blood glucose did not register on the glucometer. The blood glucose readings were 100 points off of the sensor readings. Customer stated that she was confused. Customer took out a mailbox and ended up in someone's yard. Customer stated that she should have checked her blood glucose before driving. Hospital treated with IV and glucose strip. Nothing further reported.